Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 412.211s lot # 6l51961 release to warehouse date: december 4, 2019 expiration date: december 1, 2029 supplier: früh verpackungstechnik ag non-sterile product code: 412.211 lot number: 6l22476 manufacturing site: mezzovico release to warehouse date: october 16, 2019 a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent open reduction internal fixation surgery for femoral neck fracture. The surgery was completed with no surgical delay. After the surgery, it was determined to remove implants used in the primary surgery and perform bha surgery on (B)(6), 2021. No further information is available. This complaint involves four (4) devices. This report is for (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 34mm-sterile this is report 4 of 4 for complaint (B)(4).